Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit passed the sample graft test, but the cutters were damaged, and the roller and sideplates were worn. The cutters, roller and sideplates were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Foreign report source: (B)(6).

Event description:
It was reported that the device was cutting irregularly. The event resulted in a medical intervention. The skin was not usable due to the skin being irregular in size. The event occurred during surgery. There was a delay of 45 min. No additional patient consequences were reported.